Event description:
It was reported that during a vena cava filter placement, the filter is not unfolded in the body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one denali femoral filter. During visual evaluation, the filter was received with all limbs present, and no legs crossed. No functional testing was performed due to nature of the complaint. Single fluoroscopic image was reviewed. The fluoroscopic image depicts the deployed device. Therefore, the investigation is inconclusive for the reported expansion failure as the conditions during use are unknown. A definitive root cause for the expansion issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement, the filter is not unfolded in the body. There was no reported patient injury.